Manufacturer narrative:
The reported complaint of a "potential solex 7 catheter (lot #176582) leak" was confirmed during the functional testing. During the functional pressure leak test, a pinhole leak was observed at the proximal end of the serpentine balloon. The probable root cause of the pinhole leak was a latent material defect. In addition, the physician encountered some resistance during the insertion of a solex 7 catheter (lot# 176582) into the patient's left internal jugular vein. The physician pulled back on the catheter approximately 5cm, where resistance was met again and readvanced the catheter without difficulty into the proper position. The probable root cause of the "resistance during the insertion" could be user handling. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood had accumulated and dried up on the catheter's serpentine balloon and in luer tubings. A functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the serpentine balloon (2nd loop from the proximal end of the serpentine balloon), thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous complaint history reported for solex 7 catheter with lot #176582.

Event description:
An ivtm therapy was initiated for a patient admitted to the hospital for intraparenchymal hemorrhage and needed ivtm to control neurogenic fever. The physician encountered some resistance during the insertion of a solex 7 catheter (lot #176582) into the patient's left internal jugular vein. The physician pulled back on the catheter approximately 5cm, where resistance was met again. At this point, the provider readvanced the catheter without difficulty into the proper position. The cause of resistance during insertion is unknown. The balloon of the catheter was through the skin and inside the vessel when resistance was met. Shortly after starting therapy, the thermogard xp ivtm system generated an "air trap warning" alarm, and the staff thought there was an issue with the system setup. However, the customer noted an empty saline bag and blood backing up into the start-up kit (suk) tubing, indicating a potential catheter balloon leak. No saline leak was noted on thermogard system, patient bed, and floor. The customer suspects 250ml of saline infusion into the patient. The customer did not complete leak checks since the empty saline bag, and blood was noted in the suk tubing. The customer then replaced the solex 7 catheter with another solex 7 catheter to continue the ivtm therapy. Per the customer, there was a hole in the balloon of the removed solex 7 catheter. No consequences or impacts on the patient.